Event description:
It was reported the patient presented in clinic for follow-up. During the capture threshold decrement test, the programmer continued to decrement after capture was lost at .75 volts. The programmer ended the test upon reaching 0.5 volts; no changes or interventions were performed. The asymptomatic patient was in stable condition.

Manufacturer narrative:
The reported event of the threshold test continuing following the release of the test button was confirmed. The provided information was analyzed by abbott engineering and it was determined that there was a delay present, but was not able to verify whether the delay was by design. Additional information was not able to be obtained in order to confirm the root cause.